Manufacturer narrative:
A battelle critical care decontamination system (ccds) worker reported a puddle of h2o2 under the ccds bioquell unit. The ccds worker cleaned up the spill. The unit was returned to service. There was no report of injury. This report is required under the terms of the battelle ccds eua. All information known or reasonably known to battelle has been included in this submission. Any blank fields indicate that information was unavailable.

Event description:
A battelle critical care decontamination system (ccds) worker reported a puddle of h2o2 under the ccds bioquell unit. There was no report of injury.